Event description:
The pump alarm was heard; the alarm was not confirmed by telemetry. Per the last telemetry strip, the hcp noted the refill interval ((B)(6) 2011) was missed. It was unknown if the patient experienced any symptoms. The pump contained lioresal 2000 mcg/ml and was programmed to deliver 309 mcg/day.

Manufacturer narrative:
(B)(4).